Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Material # f322088pt batch # rejs3882. It was reported the clinician attempted placement for a normal procedure, visualized both needle and catheter tip in vessel lumen, guide wire advanced smoothly but catheter and winds had difficulty advancing. Could not retract catheter back, catheter became stuck in skin, scalpel needed to knick skin to remove catheter. No patient damage reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the catheter was confirmed, but the root cause could not be determined. The product returned for evaluation was one 22g powerglide pro device. A gross visual inspection of the returned unit found that the catheter was broken into two pieces near the nose of the catheter hub. Microscopic inspection of the break site found that the break had a v-shape, likely indicating that the break originated as a tear from the needle piercing through the catheter tubing. Surrounding the break were several tear sites which had evidence of sharp instrument damage or needle spear through damage. Throughout the tubing were multiple areas of material buckling, suggesting that the catheter was inserted against resistance. Inspection of the catheter tip found buckling and deformation of the tip edge, further suggesting that the catheter was inserted against resistance. The guidewire was removed from the needle for inspection. Inspection of the guidewire found that guidewire had a break. The broken off piece of the guidewire was unable to be located and appeared to not have been returned. The fracture surface of the guidewire was granular and a profile view of the fracture surface identified the presence of material necking. Both features indicative of tensile failure which may have been caused by a strong pull on the wire. The event description suggests that heavy manipulation was necessary to remove the catheter from the patient. Therefore, it is unknown if the damage observed within the first 2cm of the catheter tubing was caused by the manipulation performed by the clinician during catheter removal. The other features observed indicate that the catheter was inserted against resistance. However, the features do not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.